Event description:
It was reported that the home choice (hc) smelled like it was overheating. The event occurred during use on the hc, the home patient (hp) was not connected. The home patient (hp) stated they could not get the hc to start up. The technical service representative (tsr) had the hp cycle power and removed the cassette. The tsr arranged for a return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.